Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally the device evaluation found the distal end cover was cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause of the reported event could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): user may be able to detect the suggested event by handling device in accordance with IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories" olympus will continue to monitor the field performance of this device.